Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported "pain and capsular contracture", "fear of cancer due to device recall". This record is for the left side. Device remains implanted.

Event description:
Patient representative later reported rupture and capsular contracture, baker grade IV. En-bloc capsulectomy was performed. Device has been explanted and replaced with non-abbvie devices.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b1, b3, b5, b6, d3, d4, d6a, d6b, g1, h4, h6. Reason for reoperation: rupture.